Event description:
Per independent repair center statement, unit is alarming or red light. The key failure is the 4 way valve is stuck. Additional malfunctions are the poppet valve is scratched, the nylon tie has loose hardware, and the gear clamp for the manifold has leaking hoses.